Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 300 (mg/dl) for a week. Reportedly, the customer experienced the elevated bg levels while they vacationed in colorado, and customer believed that their bg levels were caused by the elevated altitude. Customer administered boluses to treat their bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.